Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating sensor issues. The customer reported that they kept receiving calibration errors. The patient's blood glucose was 37 mg/dl at the time of the incident. The customer treated the low blood glucose levels with a glucagon shot. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a replacement sensor.